Event description:
Report received of an unrequested bolus dose. The custoemr could not recall what was infusing or how the pump was programmed. The nurse reportedly witnessed the pump give an unrequested bolus dose to the patient. The pump was immediately removed from clinical service. The patient became a bit lethargic, but did not require any medical interventions. Though requested, no additional information was available.